Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/31/2024, it was reported by a sales representative via phone that an ar-8906ds knotless mini tightrope® implant systems tightrope bunched up in the knotless mechanism. This occurred during a cmc arthroplasty procedure where all fragments were removed and the case continued using a second ar-8906ds knotless mini tightrope. There was no harm on the patient. This caused no more than a 30 second delay.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.